Event description:
It was reported that the user experienced a low blood glucose of 45 mg/dl, consumed oral carbohydrates including orange juice and bread, and exhibited recurrent cycles of overtreating hypoglycemia with subsequent glucose fluctuations while using the ilet bionic pancreas. Symptoms included hypoglycemia with anxiety and irritability, followed by improvement as blood glucose rose into the 80s. Outcomes included temporary functional limitation during the hypoglycemic event without hospitalization. Investigation included review of usage and event details with real-time coaching and education. Investigation of this case revealed that overtreatment of hypoglycemia contributed to a roller-coaster pattern of glucose variability, and user received gentle corrective education and follow-up. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment of hypoglycemia managed through education and self-care guidance.